Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed damaged to the neoprene sleeve (collapsed). During device functioning, the ar-6410 tubing was assembled to a known good ar-6480 pump to be tested under normal use conditions. When powering on and when rising the pressure up and the audible alarm was triggered. Most likely caused by unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump.

Event description:
It was reported that during a knee surgery the pump speed increases uncontrollably. The customer has reported that the issue could be solved with the third tubing set and finished the surgery successfully. There was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery.